Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported since implant, they experienced a zapping sensation whenever they walked through the security gate at the store.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.